Event description:
It was reported that the patient with a newly implanted system was found to have high hv lead impedance measurements. Lead explant was planned. Several days later, lead impedance went down to normal values and the physician successfully performed dft testing. After finding further fluctuations in the hv lead impedance, the physician decided to replace the lead and ICD. Xray of the system revealed the device had migrated downward. When the pocket was opened, the physician noted that the ICD was in contact with the patients breast silicone implants and concluded that this can cause the impedance measurement anomaly. The lead and device will be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.